Event description:
A caller reported experiencing intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.